Event description:
A user facility reported that an intraocular lens (iol) was exchanged due to the patient being unable to tolerate the iol. In a f/u, the surgeon reported the patient had been experiencing glare and dysphotopsia.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/07/2010, 09/08/2010, 09/09/2010, and 09/10/2010 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2010. (B)(4).